Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris lvp 20d dehp 3ss cv experienced connection issue. The following information was provided by the initial reporter: that the tubing was disconnected from one of the lower ports of the tubing.

Manufacturer narrative:
Investigation summary : one sample was returned for quality investigation. The customer complaint of connection issue was verified by visual inspection. Evaluation of the sample submitted showed that the infusion set tubing had separated at a y-site smartsite inlet port. Further examination under magnification indicates that the tubing was damaged at the separation location. There is also a portion of the infusion set tubing remaining in the y-site inlet port. A device history record review for model 2426-0500 lot number 22033142 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint could not be fully determined. The failure was investigated by the manufacturing location and it was determined that the root cause for the issue is a result of misassembly of the infusion set.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 3ss cv experienced connection issue. The following information was provided by the initial reporter: that the tubing was disconnected from one of the lower ports of the tubing.